Manufacturer narrative:
The insulin pump was received with constant alarms, problem isolated to mother board. The insulin pump had no noise anomaly or counting up the number then black/blank screen noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms and a blank display. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the alarms could be cleared but then they returned again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation also, an additional device evaluation code has been provided. The insulin pump was received with constant new software release detected alarm followed by failure of flash memory alarm due to poor solder joints on u4 at the mother board.